Event description:
Per information provided: on (B)(6) 2011 ¿ patient was diagnosed with incarcerated right inguinal hernia thereby underwent open repair with the implant of perfix plug (device 1). Per op notes, ¿moderate-sized defect was noted at the level of the large ring. The perfix plug (device 1) was placed within the defect and sutured to surrounding fascia using sutures.¿ on (B)(6) 2012 ¿ patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with the removal of mesh (device 1) and implant of bard mesh (device 2). Per op notes, ¿the mesh (device 1) had migrated inferiorly was removed. A large unspecified bard mesh (3x6 cm) (device 2) was cut to size and secured to surrounding tissue using sutures.¿ on (B)(6) 2017 ¿ patient was diagnosed with recurrent right inguinal hernia; pain thereby underwent open repair with the implant of perfix plug (device 3). Per op notes, ¿femoral hernia was identified. There was a mesh (device 2) present from previous repair. A perfix plug (device 3) was placed and attached to cooper ligament to the edges of external oblique muscle using sutures.¿

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the bard flat mesh (device 2). An additional supplemental emdr was submitted to represent the perfix plug (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.